Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12335. It was reported that filterwire was pulled through the stent without the sheath. The target lesion was located in the saphenous vein. Two filterwire ez embolic protection system were selected for use. A synergy stent was placed in the target vessel and was post dilated to high atmospheres. When the physician tried to deliver the filterwire, it was noted that it could not pass due to contact with the struts of synergy stent. Then, an ez bent tip was used but it would not pass through. The physician was forced to pull the filterwire through the stent without the sheath. No patient complications were reported; however, there was a slight delay in the completion of the procedure.